Event description:
It was reported to boston scientific corporation that a ureteral catheter was used in a procedure performed on (B)(6) 2014. According to the complainant, before unpacking of the device outside the patient, a foreign object was noted inside the sealed, sterile pouch with the device. The procedure was completed with flexima ureteral catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found that the catheter was bent on the distal side of the luer cap. A dark, red-colored object approximately 0.60 mm² was found on the mylar side of a sealed pouch. The object was examined under magnification, it was triangular in shape and was not consistent with blood and not a liquid residue. (B)(4) analysis determined the object appears to be silicone and did not match the red luer or protector flag of the device. Per cosmetic inspection procedure, the 0.60 mm² object found inside the sealed pouch exceeded the maximum allowable size of loose particulate-non round (0.20 mm²). Therefore, the most probable root cause is manufacturing related issue. A review of the device history record (DHR) found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a ureteral catheter was used in a procedure performed on (B)(6) 2014. According to the complainant, before unpacking of the device outside the patient, a foreign object was noted inside the sealed, sterile pouch with the device. The procedure was completed with flexima ureteral catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.